Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis of the returned device indicated normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead implanted (B)(6) 2001; 5092 implantable pacing lead implanted (B)(6) 2001. (B)(4).

Event description:
It was reported the device was unable to be interrogated and there was possible complete battery depletion. It was further reported that the patient noted that it had been many years since last device check. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.